Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of posterior capsule rupture occurred in one case; therefore, the condition of the product could not be verified. Since the sample has not arrived at apd the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(6). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, a physician reported that during cataract surgery with intraocular lens implantation, the patient's capsule, which was already weak or partially damaged, had shown pre-existing dehiscence with a moth-eaten appearance on anterior segment optical coherence tomography. The patient had experienced a posterior capsular rupture and did not result in any intraoperative complications. The current patient status was unknown. Rohit om parkash1, tushya om parkash1, trupti sharma 2, rasik b vajpayee. Stratified phacoemulsification technique to enhance safety in posterior polar cataracts. Clinical ophthalmology.